Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had mental health issues and had an increase in therapy, group therapy, and physical therapy appointments twice weekly and reported an increase in activity level. The patient contacted a manufacturer's representative (rep)to jump start the device. The patient had an appointment with a rep on (B)(6) 2017 to solve the problem. The patient had pain and was unable to use the stimulator. The patient reported the nervous breakdown was not related to the device. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome. ( radiculopathies). It was reported that there was poor telemetry or no telemetry with recharging. The patient couldn¿t charge her implantable neurostimulator because she could only get the reposition antenna screen. It sounded like her implant battery was depleted. The last time that the patient was able to successfully charge their device was about a month prior to the report, sometime in (B)(6) of 2017. The patient was in the process of losing weight and has lost (B)(6), so the implant area ¿feels tiny.¿ she has a lot of flab and it was flabby around the implant. The patient had a nervous breakdown in (B)(6) of 2016 and had gained all this weight and was in the process of losing it. Patient noted that in the past, someone walked her through how to get her battery going over the phone, but that it didn¿t work, so she had ended up meeting a manufacturer representative and then the manufacturer representative walked her through the steps and got the implant running. There were no patient symptoms or complications reported.